Manufacturer narrative:
Product in complaint was returned for investigation. Zoll (B)(4) confirmed that two leds of the control panel were not functioning and the back cover had a crack. Investigation; however, is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
Complainant alleged that during a shift check the autopulse platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message that was unable to be cleared. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for analysis. Visual inspection of the returned platform shows that the motor cover was cracked. The physical damage found during visual inspection is not related to the reported complaint that the platform displayed a user advisory 45 (not at "home" position after power-on/restart) message. The damage appears to have been caused by normal wear and tear (autopulse manufactured in 3/2009). A review of the archive was performed by zoll (B)(4) and no issues were reported. Functional testing was also performed and the reported issue of a ua45 message could not be reproduced. During testing, it was observed that 2 leds of the control panel were out. Based on the investigation, the parts identified for replacement were the ui membrane switch assembly and the motor cover. In summary, the reported complaint that the platform displayed a ua45 message was not confirmed based on the archive review and functional testing. The root cause for the ua45 could not be determined. However, per the autopulse® resuscitation system model 100 user guide (pn: 12555-001), if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. The physical damage found during visual inspection is unrelated to the reported complaint. The observation that 2 leds of the control panel were out, noted by zoll (B)(4) during functional testing is also unrelated to the reported complaint. The fault was found to be due to the defective ui membrane switch assembly. Upon replacement of the ui membrane switch assembly and the motor cover, the platform passed all testing criteria.